Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
Report received from an international affiliate of tubing disconnection and chemo leak. The pt was receiving etoposide (chemo agent) infusing at a flow rate of 500 ml/hr via the primary set. It was reported that the nurse was "very careful" when connecting the primary set to the pall filter. The male luer lock of the primary set disconnected from the female luer of the pall filter 15 minutes into the infusion. As a result, a "few drops" of the chemo agent spilled on to the floor. Both the nurse and the pt experienced "inhalation exposure". Reportedly, the chemo spill was cleaned as per protocol. There were no reported adverse pt effects and no medical intervention was required. Though requested, no additional information provided.